Manufacturer narrative:
B3: event date is unknown. D4, g4: product identifiers unknown e1: facility is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a medtronic legal representative regarding a patient implanted with spacer in lumbar fusion for an unknown spinal indication. (B)(6) 2022: patient underwent an instrumented posterior lumbar interbody fusion of the l5-l6, l6-s1 of lumbar spine. Within two weeks after the procedure, the patient was due to have sutures removed, and that's when patient experienced a popping sound in the back. On the examination table, patient began to experience an immense amount of pain in the back and took some pain medication. (B)(6) 2022: patient experienced this pain from the time of her suture removal till the time of her 6 week follow up on the given date. (B)(6) 2022: an x-ray was performed approximately late (B)(6) 2022 which confirmed that the rod for the titanium cage had broken. Patient had sought extensive medical treatment for the injuries, and had even had the hardware revision extension of fusion to l4 via cement augmentation.